Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient had a difficulty charging the ipg due to its location. The patient underwent an ipg explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.